Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Insulin pump trace download analysis confirmed the pump alarmed replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool and confirmed replace battery alerts due to connector resistance to the mother board. After disconnecting and reconnecting the internal battery connector on the mother board, the device was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on the mother board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a low battery alert was not received prior to a replace battery alert on the insulin pump. The customer's blood glucose reading was 126 mg/dl at the time of incident. The customer was advised that the device would be replaced. The product will be returned.